Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their blood glucose was high at 672 mg/dl and that hospitalization was necessary as customer fell and snapped the tubing. Troubleshooting found no air bubbles or leaks in the tubing or reservoir and the drive support cap was normal. The pump settings and basal rates are correct. The high pressure test passed. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed.